Event description:
It was reported that a pump has a door latch that is broken and missing. It was also reported that there was no pt injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The device was found to be inoperable due to constant "close door" messages which is caused by the reported symptom of "missing/broken door latch" due to an external influence. The door hooks and latch pins will be replaced.